Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (15.0 mg/ml at 3.997 mg/day) and dilaudid (20.0 mg/ml at 4.996 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the personal therapy manager, ptm, was not connecting to the pump and the caller was seeing the 8476 code (motor stall). The patient was feeling a little ill and had the flu. The patient may have experienced withdrawal as well. It was noted the issue started probably 2 weeks ago. The patient had not heard an alarm and it was unknown if they had recently had an MRI. The patient did just have surgery on their arm to re-attach a tendon to their arm. It was noted this was unrelated to the device or therapy. The caller was redirected to follow-up with their hcp to discuss the 8476 code.